Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
It was reported to philips that the device had a high blower temperature. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
The philips field service engineer (fse) was dispatched to the customer site to evaluate the device. Following the evaluation of the device, the fse cleaned the fan and replaced the mc pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The mc pcba was returned to failure investigation for analysis. The mc pcba passed all testing, and there was no fault found.